Manufacturer narrative:
This report is submitted on june 06, 2018, (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth, swelling and pain at the abutment site and subsequently, underwent skin revision and removal of some bone on (B)(6) 2018 during an abutment change.